Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been rec'd for eval. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported that iop (intraocular pressure) was not stable during a procedure. Although the infusion needle was replaced and bss (balanced salt solution) was flowing to the three-way stopcock, the symptom did not resolve. The procedure was completed with the same pack by modulating the height of the bottle. There was no harm to the pt. It was noted that the pack had passed the priming test, however several packs had been unable to primae and generated a system message prior to the procedure.